Event description:
It was reported that the insulation was splitting at the distal end of the scissor tip exposing metal. No patient injury was reported.

Manufacturer narrative:
A visual examination of the complaint device revealed a visible tear in the teflon on the distal end and the device. As the jaws of the laparoscopic scissors are opened, the heel of the surgical blades rotate and protrude into the layer of insulation. The protrusion induces pressure on the wall of the insulation. Contact with solid objects or surfaces will result in a split in the insulation overlapping the jaw of the scissor blades. Splits in the insulation do not induce an increase in the temperature of the scissor blades. The splits only allow additional surface area of the scissor blades to be exposed. Based on the results of the engineering evaluation and investigation of this incident, the complaint device complied with all functional performance specifications prior to being released by ascent. The observed split in the insulation was attributed to the design characteristics of the jaw of the surgical blades and the stress induced on the insulation when scissor blades are actuated resulting in a split when contact with a solid object occurs. The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.